Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was exposed to toilet water. She did not recall the blood glucose reading. She stated that after this, the insulin pump would not accept the batteries and turn on. During troubleshooting, the insulin pump came back on with a new battery and alarmed battery out limit. The customer was advised that the alarm was normal insulin pump behavior after the insulin pump battery was out. She also reported that the display went blank and that fluid was visible inside of the insulin pump. She was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.